Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data was collected from the device and analysis of the device memory indicated the battery indicator signifying that it is time for device replacement triggered falsely. It was noted the device battery status of "depleted¿ was reached on (B)(6) 2015, and progressed from "maturing" to "depleted" without recording an "ageing" date as would be expected. Current voltage and impedance measurements do not meet depletion criteria. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with suspected premature battery depletion and the physician noted the longevity estimator was not accurate. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.